Event description:
It was reported that during the implant procedure, the lead helix was unable to retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the lead stretched. The inner insulation was kinked buckled, the outer insulation had a white substance on it and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly and that the lead was damaged at implant.